Event description:
It was reported that the zimmer meshgraft ii was not meshing uniformly. Additional clinical follow up with the hospital indicated that the graft was ¿partially meshed¿. The initial graft was used and there was no report of additional harvest, increased surgical time, or medical intervention.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 18 years old and was last returned to the manufacturer for repair on (B)(4) 1997. Inspection of the device displayed a damaged roller and cutter. Prior to repair, unit was in calibration. Damage to these components could have caused the customer¿s event. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.